Event description:
Trial patient reported a bladder infection. Patient advised to consult with doctor. No patient outcome was reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.